Event description:
It was reported that the speed screw was inserted and sheared off. This happened twice. No patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with a damaged implant. No parts of the broken anchor were returned. The instrument was returned with the function switch set to the ¿black¿ position. Both suture limbs were completely reeled into the wheels. No manufacturing anomalies were identified. During functional evaluation the activation knob could be easily turned. The function switch could be pressed down and moved forward. To deploy the suture lock by turning the activation knob was possible until the rod was pushed out. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) there may have been misalignment of the device when inserting (2) bend and applying excessive torque could cause damage to the implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.